Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) via an implanted pump for spinal pain. It was reported the patient fell last night and hit the pump really hard on the corner of her bed. It was noted she hit the pump so hard she ripped open a healed incision and now was concerned she damaged the pump. The patient was redirected to follow-up with the healthcare provider (hcp) to check the pump and the event date was (B)(6) 2019. It was confirmed the patient got the incision closed up and now was getting the run around by the implanting and managing doctors because neither would check the pump to see if she damaged it. No further complications were reported/anticipated or expected.